Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other two starclose se devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the sterile, unused device was returned for analysis. Analysis confirmed locking interaction. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. The most probable cause of the inability to engage the sheath and hub may be due to misalignment of the sheath relative to the clip applier. The potential misalignment does not result from a product deficiency. These devices are tested during manufacturing and passed all lot release testing, confirming no product deficiency is suspected. This type of reported complaint will continue to be monitored per local quality procedures.

Event description:
Three sterile, unused starclose se devices were returned for analysis. Abbott vascular preliminary analysis revealed interaction between the cutter blade and the cap of the exchange sheath. Although the sheath connected to clip applier and the clip deployed successfully for all unused devices, there is a potential for the observed interaction between the cutter blade and exchange sheath cap to generate resistance that could result in the inability/difficulty to connect with the clip applier. There was no patient involvement.